Manufacturer narrative:
The tech found the side rail locking mechanism was rubbing against the interior of the center arm support and not engaging completely. The tech replaced the side rail center arm assembly to resolve the issue.

Event description:
The tech alleged that the side rail will not lock in the up position. No pt impact.